Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the implant at tooth site #12 lost integration due to peri-implantitis at the implant site and was removed.

Event description:
Further evaluation of this event has confirmed that this submission is a duplicate of 0002023141-2023-03531.

Manufacturer narrative:
This report is being submitted to report additional information. Further evaluation of this event has confirmed that this submission is a duplicate of 0002023141-2023-03531. All details and information associated with this event will be document under 0002023141-2023-03531. The following sections are being reported: b5: description of the event. H2: if follow-up, what type. H10: additional narratives/data. H3 other text: summary investigation.